Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos), and the implantable cardioverter defibrillator (ICD) was found to have misclassified an episode of ventricular tachycardia (vt) as supra ventricular tachycardia (svt). Both the lead and device were reprogrammed, and remain in use. No patient complications have been reported as a result of this event.